Event description:
It was reported that the left ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. Patient experienced fluctuations in blood pressure but it was resolved. Patient was stable post procedure.